Event description:
It was reported that the patient heard a patient alert sound for low defib impedance less than 20 ohms. Later both defib and svc impedances were shown to have a downward trend over time. It was also reported that there were high thresholds, and on x-ray there was a clearly visible lead "dislocation". The doctor attempted to reposition the lead but the helix could not retract. The lead was explanted and replaced. Upon removal of the lead, blood was visible inside the insulation between the rv and svc coils. No patient complications have been reported as a result of this event, and the patient's status was reported as "normal".

Event description:
It was reported that the patient heard a patient alert sound for low defib impedance less than 20 ohms. Later both defib and svc impedances were shown to have a downward trend over time. It was also reported that there were high thresholds, and on x-ray there was a clearly visible lead "dislocation". The doctor attempted to reposition the lead but the helix could not retract. The lead was explanted and replaced. Upon removal of the lead, blood was visible inside the insulation between the rv and svc coils. No patient complications have been reported as a result of this event, and the patient's status was reported as "normal".

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip seal problem; the analyst noted that the tip seal being out of position prevented the helix from functioning within spec at this time; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): shaft seal out of position; the analyst noted that the tip seal being out of position prevented the helix from functioning within spec at this time; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.